Event description:
It was reported by the company rep that the resident sustained injuries described first as skin tears while later in the report is says that there was a cut noticed during using miranti chair. The treatment of the injury was described as: "cleaned with normal saline, patted dry with gauze mepelix dressing and changed everyday." Ref # MFR 9611530-2013-00132.